Event description:
The mbt tibial keel punch was broken during impaction. A small piece of metal broke off the top causing the punch handle to engage poorly.

Manufacturer narrative:
The device associated with this reported event was not returned for examination. A search of the complaint database found additional reports of breakage against the reported product code. CAPA (B)(4) was previously initiated to investigate, identify root cause and corrective action. The investigation could not draw any conclusions about the current reported event based on the lack of the product to examine. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.